Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. The patient had seizure while sleeping the morning of the report. No one was able to check the cgm and bgm while she was having seizure. The fiancé instead call 911 immediately. When 911 arrived, she didn't know if her bgm and cgm were checked. She couldn't remember if treatment was given to her when 911 arrived in their home. All she knew was; she was brought to the hospital by ambulance. At the hospital, she didn't know if a bgm was taken to compare the readings on her cgm. But she was given tylenol and IV nausea medication and did some kind of scan of her head. She stayed in the hospital about 6 hrs. The wearable was reportedly removed when the bg was 104 mg/dl and the cgm was 230 mg/dl. During the call, she was already feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.